Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with recurrent radicular pain. The investigator noted the event as mild in intensity. Pt was given medrol dose pak two days post op for recurrent and persistent left leg pain consistent with pt's pre op complaints which resolved with the medrol pak. The event resolved with treatment in 8/2000. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as severe nerve root compression.